Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up information will be submitted as it becomes available.

Event description:
This is a spontaneous consumer report of peritonitis from (B)(6) in a female patient. On (B)(6) 2011, she contacted baxter (B)(6) technical service center and stated that she had been hospitalized due to peritonitis. Outcome and causality were not reported. There was no allegation of device malfunction. Follow-up information was made by a physician. On an unknown date, she experienced acute gastroenteritis. On an unknown date in (B)(6) 2011, she developed peritonitis and was hospitalized due to peritonitis. An unspecified antibiotic was administered for peritonitis. At the time of this report, both of the events were resolved and she was discharged from hospital. Pd therapy was ongoing and unchanged. The physician believed that none of the events were related to pd therapy, because peritonitis was caused by acute gastroenteritis.